Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the tubing clamp would not open. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of the event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.